Manufacturer narrative:
Concomitant medical products: medical product: blunt tip screw, 4x38mm; catalog#: 47248603840; lot#: 3073751. Blunt tip screw, 4x42mm; catalog#: 47248604240; lot#: 3073792. Blunt tip screw, 4x42mm; catalog#: 47248604240; lot#: 3073793. Blunt tip screw, 4x60mm; catalog#: 47248606040 ; lot#: 3073762. Cortical bone screw, 4x26mm; catalog#: 47248612840; lot#: 3076755 proximal humerus nail cap, 0mm catalog#: 47248801000; lot#: 3076780. Torque limiting handle: catalog#: 27923; lot#: unknown. The manufacturer did not receive x-rays, or other source documents for review. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Remains implanted.

Event description:
It was reported that operation was performed with nail. After 6 weeks from the initial, surgeon found one of the proximal screws was backed out from the proper position. The surgeon keep an eye on the patient condition as well as no revision will be planned so far.

Event description:
Investigation results are now available. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Investigation results were made available. It was reported that operation was performed with ann nail on (B)(6) 2022. After 6 weeks from the initial, surgeon found one of the proximal screws was backed out from the proper position. The surgeon keep an eye on the patient condition as well as no revision will be planned so far. No patient outcome. Review of received data: no medical records available. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. Surgical technique explains that the locking of the corelock is done using the corelock driver with torque limiting handle. Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production with no ncr with a potential correlation to the reported event was found. A complaint history was run which identified additional complaints for the same product and lot number. Conclusion: it was reported that operation was performed with ann nail on (B)(6) 2022. After 6 weeks from the initial, surgeon found one of the proximal screws was backed out from the proper position. The surgeon keep an eye on the patient condition as well as no revision will be planned so far. No patient outcome. The quality records show that all specified characteristics have met the specifications valid at the time of production. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behaviour or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism as a potential contributing factor. However, as further biomechanical testing was carried out and the performance is in an acceptable range in comparison with legally marketed similar devices, no design changes were conducted. In conclusion, as the cause may be multi factorial an exact root cause could not be identified for the migration of the screw. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.